Manufacturer narrative:
A visual inspection of the returned device revealed that there was no damage observed on the device. Functional testing of the rll nail revealed that the device was able to distract and retract when tested with a high speed magnet tool. The device operated within specification and was fully functional; no malfunction was detected. A review of the lot history record for the device revealed that there were no deviations from the manufacturing process and that the device met all of the required quality inspections.

Manufacturer narrative:
The device is still implanted in the patient. The surgeon reported that a re-osteotomy will be performed on the patient's humerus and the nail will be exchanged in the near future, after the patient's bone has fully consolidated. No negative outcomes have been reported and the patient is doing fine. The device has yet to be explanted; therefore, no evaluation can be conducted at this time. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.

Event description:
After reviewing x-ray images, a surgeon alleged that a patient's rll nail appeared to have had stopped lengthening. The device has been implanted for approximately five (5) months.